Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a recent blood glucose level of 40 mg/dl. Customer also reported large differences between sensor and blood glucose readings. Blood glucose level at the time of the call was 158 mg/dl. The insulin pump was not replaced or returned for analysis.